Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. In the received x-rays we only can confirm the breakage of one rod. Therefore this pi will be rated as unconfirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional procodes mni, kwp, kwq, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2017, a psf (posterior spinal fusion with uss ii system) was applied for treating spinal tumor in t10-l3. Two rods (498.116s) were deployed during the psf which was applied after tes (total en bloc spondylectomy). On (B)(6) 2020, it was found that the rods had broken off. On (B)(6) the patient will undergo a revision procedure for rod replacements. Surgeon noted since vertebral body was removed it may have been possible there was an excessive load. Concomitant devices reported unk - screws (part number unknown, lot number unknown, quantities 1). This complaint is for one (1) rod ø6 hard l400 ti. This is report 2 of 2 for (B)(4).